Event description:
It was reported that high, out of range pacing lead impedance was observed. The out of range measurements could not be reproduced with pocket manipulation. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.